Event description:
Caller alleged discrepant results when compared with the lab. Result as follows: date 06/06/06 inratio 7.0 lab 4.8. Date 06/07/06 inratio 4.8 lab 3.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 06/05/06 inratio 7.0 lab 4.8 mean 5.9 confidence limits cannot be determined. Date 06/07/06 inratio 4.8 lab 3.7 mean 4.25 confidence limits 2.4-6.1. Per internal procedure, tr 0150, the calculated mean of the inratio meter and comparative system inr were calculated. For the first set of data, the mean is >5.0 and the difference between inr's is >2.2. Per tr 0150, the readings consider inaccurated. Products will be investigated.